Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high blood glucose. Blood glucose level at the time of incidence was above 400 mg/dl. Customer was reported passed high blood glucose event. Customer did not report any symptoms related to high blood glucose customer also stated customer had issues with retainer ring. Retainer ring was able to lock into the place or not was unknown. The insulin pump will not be returned for analysis.